Event description:
It was reported that a batch of foley catheters had some issues for the patient. It happened twice that the balloon for the catheter had popped whilst placed inside and caused pain and discomfort for the patient and needed to be changed. Per follow-up information received via ibc on (B)(6) 2025, the catheter was removed from the patient. It was disposed of as it would be extremely unsanitary to keep it. No photos were taken at the time. The balloon had burst/pooped whilst inside the patient and was very painful for the patient, and they heard/felt the pop. It also meant that their catheter was bypassed as it was not secured with the balloon. It was a standard catheter, size 16, open-tipped, size 10ml balloon, expiry 02/27.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be mechanical failure/operator error or user related (exposure to petrolatum based product). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a batch of foley catheters had some issues for the patient. It happened twice that the balloon for the catheter had popped whilst placed inside and caused pain and discomfort for the patient and needed to be changed. Per follow-up information received via ibc on 07jan2025, the catheter was removed from the patient. It was disposed of as it would be extremely unsanitary to keep it. No photos were taken at the time. The balloon had burst/pooped whilst inside the patient and was very painful for the patient, and they heard/felt the pop. It also meant that their catheter was bypassed as it was not secured with the balloon. It was a standard catheter, size 16, open-tipped, size 10 ml balloon, expiry 02/27.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.